Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of complication of device insertion ("management of "birds nest" coiling after device deployment") in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "management of "birds nest" coiling after device deployment" (seriousness criteria medically significant and intervention required). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device insertion. The patient was treated with surgery (essure removal). At the time of the report, the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. Most recent follow-up information incorporated above includes: on 28-aug-2017: reporter did not respond to final follow up attempt, follow up closed. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device physical property issue ("management of "birds nest" coiling after device deployment") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device physical property issue (seriousness criteria medically significant and intervention required) and complication of device insertion ("management of "birds nest" coiling after device deployment"). The patient was treated with surgery (essure removal). At the time of the report, the device physical property issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device physical property issue with essure. Company causality comment: this medically confirmed case report refers to a female patient that had essure (fallopian tube occlusion insert) inserted and the reporting health professional was inquiring about the management of "birds nest" coiling after device deployment. The event is anticipated in the reference safety information for essure. In this case there is no information about the patient or circumstances of insertion. Essure removal was cited. Although it was not clear if the removal had already been performed or if it was related to the device shape alteration, this was assumed as a worst case scenario. Considering the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident since a device removal was required. Further information and a product technical analysis are awaited.